Event description:
A report has been received from a hemodialysis user facility of a possible dialyzer reaction. The following info was received: that the pt has a new onset of coughing. The facility was contacted where it was learned the pt was admitted to the hospital on (B)(6)2010 for further evaluation of the cough. He was fairly new to this clinic having started dialysis in (B)(6) of 2010. He has a catheter that is used for hemodialysis. The rptr of this event reported that he would receive dialysis and cough and the coughing would get worse even when he went home and his condition would slowly improve. For this event, the pt was further evaluated. The pt was placed on a different brand of dialyzer for dialysis. It was reported by the nurse that at this time, the pt has no further symptoms. There is no sample and the lot is unk.

Manufacturer narrative:
(B)(4).